Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheared PICC was confirmed and appeared to be related to the use of the device. One powerpicc solo catheter was returned for investigation. An infusion valve was attached to the luer hub. A complete split in the catheter was observed near the 6 cm depth marker. A non-original slide clamp was attached to the distal segment of the break. Microscopic observation of the split revealed a portion of the surface to be rough and granular. The catheter split surface was compressed and had an oval shape. Wrinkles on the catheter surface were also observed near the split edges. A bend in the catheter was also present near the distal break section. The slide clamp may have contributed to the bend. The break characteristics are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The catheter was cut at the 5 cm depth marker. The wall thickness was measured and found to be within specification. Since a break in the catheter was observed, the complaint is confirmed. A lot history review (lhr) of recx0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was discovered with external portion sheared off in patient¿s bed. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was discovered with external portion sheared off in patient¿s bed. There was no reported patient injury.